Manufacturer narrative:
Upon further information, the customer confirmed there was no internal leak identified. The actual device was not available; however, a drawing of the cartridge indicating the point of the broken cartridge was provided for evaluation. The cause of the reported event could not be confirmed through the drawing provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon further information, the customer confirmed there was no leakage from the cartridge.

Event description:
It was reported an external fluid leakage was observed originating from a cracked cassette at the venous sensor of a gambro cartridge during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.